Manufacturer narrative:
Concomitant medical products: 5mlzrflushsyringe, non-bd adapter; td unk. No product will be returned per customer. No investigation was performed.

Event description:
The customer reported leakage during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leakage was confirmed. Visual inspection showed no anomalies. During functional testing leaking was noted from two ports on the first tri fuse set and from one port of the second tri fuse set. Closer inspection under magnification showed a microchannel on the interior walls of the maxzero component that allowed fluid to leak. The root cause of the microchannel is an equipment error during final assembly of the maxzero component.

Event description:
The customer reported leakage during patient use. There was no patient harm.